Event description:
Customer states device was in a flood. Two connector pins are missing. Upon initial eval, it has been confirmed that the missing pins were melted. The device has been received and replacement product has been sent.